Manufacturer narrative:
The recipient reportedly experienced a fever, emesis, lethargy, polypnea, convulsions, otomastoiditis, and seizures. The recipient is reportedly recovered. The recipient is successfully wearing the device.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced fever, emesis, facial tics, lethargy, and a decrease in mental performance. The recipient was treated with antipyretics. The recipient was diagnosed with a upper respiratory tract infection and treated with antibiotics for 2 days. The recipient did not improve. The recipient was admitted to the hospital on (B)(6) 2016, with a diagnosis of purulent meningitis, electrolyte disturbances, acute myocardial injury, and hyponatremia hypokalemia. The recipient was treated with ceftriaxone, correction of electrolyte imbalance, and symptomatic and supportive treatment. On the 6th day of hospitalization, the recipient received a vancomycin 25mg and dexamethasone 1mg intrathecal injection. On the 7th day of hospitalization, the recipient presented with a low grade fever discontinuously. On the 8th day of hospitalization, the recipient received another intrathecal injection. On the 10th day of hospitalization, the recipient's treatment of ceftriaxone was swapped for linezolid and the recipient received a third intrathecal injection. On the 17th day of hospitalization, the recipient presented with a fever discontinuously. The recipient's treatment of linezolid was swapped for meropenem. On the 34th day of hospitalization, the recipient presented with rhinorrhoea and slight fever. The recipient was treated with xiyanping. On the 43rd day of hospitalization, the recipient's treatment of meropenem was swapped for ceftriaxone. The recipient recovered and was discharged (B)(6) 2016. Advanced bionics considers the investigation into this reportable event as closed. The recipient has recovered. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced purulent meningitis. The recipient was hospitalized (B)(6) 2016. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.